Event description:
It was reported that on (B)(6) 2022 during the procedure, the surgeon was putting a coritical fix screw in hard bone using driver. He tapped with 6mm tap for a 7mm screw. The driver tip broke during insertion. Another driver was used for the remainder of the screws. There was no surgical delay. Procedure was completed successfully. Fragments were generated. There was no patient outcome. This report is for one (1) 5.5 viper univ poly driver. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number: gm5331001 was released in three batch. Batch1: lot qty of 28 units were released on 26 mar 2019 with no discrepancies. Batch2: lot qty of 04 units were released on 07 may 2019 with no discrepancies. Batch3: lot qty of 19 units were released on 26 mar 2019 with no discrepancies. Supplier: seabrook medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.